Event description:
It was reported that the item broke during procedure. The device broke inside the patient. Procedure was completed using the same device (cuts were already made). No harm to patient and no surgical delay was reported. All pieces were recovered.

Manufacturer narrative:
H3, h6: the affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed and complaint could not be confirmed. The clinical/medical investigation concluded that this case reports the cutting block broke inside the patient. Per email communication, all pieces were recovered, and there was no patient injury or delay. The procedure was completed without the need for a backup device, since the cuts had already been made. Therefore, since no patient harm is alleged, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
H10: additional information provided in d4 (lot number and expiration date) and h4.

Event description:
It was reported that the item broke during procedure. Event occurred outside the patient (cuts were already made). Procedure was completed using the same device. No harm to patient and no surgical delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.